Event description:
Customer reported the panorama central station's server lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and was unable to duplicate the problem. System was tested, calibrated and safety tested to factory's specs.